Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call the insulin pump alarmed motor error and high blood glucose event. The customer¿s blood glucose level was 120 mg/dl at the time of incident. The customer's parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer had a high blood glucose of 400 mg/dl and treated with manual injection. Customer's parent declined high blood glucose troubleshooting. The customer's parent was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.